Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic radical resection of rectal cancer procedure, after fired with a green cartridge, there was an incomplete cut line and the staple line had partial malformed staples with an irregular shape. They were unable to open the jaw, so the manual override lever was used to open the jaw. They changed to another non-powered echelon flex endocutter with another green cartridge to complete the procedure. There were no adverse consequences for the patient reported.